Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh on 05/09/2008. Later pt experienced erosion, infection, pain, urinary problems, bleeding, dyspareunia, neuromuscular and bowel problems.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.